Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo the first of one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and vulvovaginal pain ("vaginal pain") in a female patient who had essure (batch no. 628509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cyst, breast mass, dislocated shoulder, shingles, arthritis, aspiration breast and breast biopsy. Concurrent conditions included asthma and multiple allergies. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain (seriousness criterion medically significant). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain, bladder disorder, urinary tract disorder and uterine leiomyoma had not resolved and the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-oct-2018: plaintiff fact sheet was received and the following information was provided: patient¿s date of birth and height added; essure (lot number 628509) was removed on 09-aug-2013 (previously reported as 12-aug-2013) by total hysterectomy (uterus and cervix removed); abnormal bleeding was specified as vaginal bleeding and menorrhagia; bladder problems, urinary problems or changes and fibroids were added as event; historical condition provided; new lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and vulvovaginal pain ("vaginal pain") in a female patient who had essure (batch no. 628509-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cyst, breast mass, dislocated shoulder, shingles, arthritis, aspiration breast and breast biopsy. Concurrent conditions included asthma and multiple allergies. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain (seriousness criterion medically significant). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain, bladder disorder, urinary tract disorder and uterine leiomyoma had not resolved and the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.